Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient's wife called the ventricular assist device (vad) team on the morning on (B)(6) 2023 and stated the patient had not answered any of her texts or calls. The wife called 911 for a wellness check. The police had no answer at the door and forced entry where they found the patient minimally responsive on the ground. The vad was off at this point. Emergency medical services (ems) called the vad team, and were instructed to replace the batteries and bring the patient to the ed. The patient ultimately passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found unresponsive with their batteries depleted at home. Log files revealed that the patient's batteries depleted and caused a low power hazard events on (B)(6) 2023 at 3:16. A no external power event was recorded on (B)(6) 2023 at 3:37. The pump was supported with the backup battery. A battery with low charge was connected to the white power lead on (B)(6) 2023 at 4:02. This caused a low power hazard alarm. Another no external power event was recorded on (B)(6) 2023 at 4:13. The pump was supported with the backup battery. The system controller was able to maintain a pump speed of 5800 rotations per minute (rpm) until (B)(6) 2023 at 5:42. The pump was off for an unknown amount of time. The controller was then connected to a charged battery at an unknown time. The date / time stamp had been reset to (B)(6) 2000 at 0:00:00. The motor speed returned to the set speed of 6000 rpms. The controller clock was synced to the system monitor on (B)(6) 2023 at 16:33:05. It was reported the patient had a massive intracerebral hemorrhage with mass effect. Recovery was unlikely. Controller MFR # (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.